Event description:
It was reported the pt was dissatisfied with the stimulation. A possible lead migration was suspected. The hcp planned to replace the lead. The hcp was concerned about removing the lead if there was excessive scar tissue due to potential damage to the dura. Troubleshooting was being considered. Additional info received indicated the lead was later pulled out of the epidural space with ease, and a new percutaneous lead was placed. The outcome of the case was good and the pt had good stimulation coverage.